Event description:
It was reported by the patient's family that the patient had an implantable pulse generator system implanted and died three days later. The cause of death has been requested and not received.it was reported by the patient's family that the patient had an implantable pulse generator system implanted and died three days later. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information obtained indicated the patient presented to the hospital with congestive heart failure and persistent sinus bradycardia. The patient remained in congestive heart failure with fairly aggressive medical treatment and the bradycardia persisted. The pacemaker was implanted to attempt to increase cardiac output and resolve some of the congestive heart failure. The family had made the decision that if the pacemaker did not help, the patient should then be made comfortable. The patient's condition did not improve after implant and the patient subsequently died. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the patient had an implantable pulse generator system implanted and died three days later. The cause of death has been requested and not received.